Event description:
Member reports receiving an unknown error message on multiple days while attempting to use their scale. Member also reported that when they opened the battery compartment to change the batteries, there was evidence of battery leakage. After removal of the leaking batteries, the member replaced them with known good batteries and the scale would then not turn on.

Manufacturer narrative:
As the reported error message is unknown, we are unable to determine root cause. Manufacturer believes that the battery leakage damaged the scale, causing it to not power on upon replacement of batteries.